Manufacturer narrative:
Facility staff identified a male pin had broken from the therapy cable used with the device. The local factory service representative verified the broken cable pin. The representative replaced the cable. The device therapy connector was replaced as a preventive measure. Proper operation was then observed through full performance and functional testing.

Event description:
It was reported the device could not be used to administer therapy to a patient. No additional event information was reported. Patient outcome was not reported. There was no report of adverse patient affect associated with the use.